Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The thermogard ivtm system (serial # (B)(4) displayed "m ID:23" (patient probe offset) error message. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The reported complaint of the thermogard ivtm system (sn (B)(6) displayed mid:23 (patient probe offset) error message was not confirmed during the functional testing or during review of the event log. However, mid23 is an internal calibration fault at power-on-self-test (post) and is caused by faulty relays switching in the I/o board. Therefore, the root cause for the reported mid:23 error message was a defective I/o board, likely due to the aging of the device. The thermogard xp ivtm system was manufactured in october 2010 and is 12 years old, well past the expected service life of 5 years. During visual inspection of the thermogard console, unrelated to the reported complaint, it was noted that the top lid was cracked. This type of physical damage could be attributed to user mishandling. The top lid was replaced to address observed damage issue. The event log review showed no occurrence of mid:23 error message. The thermogard xp ivtm system passed the preliminary functional testing without any fault or error. However, mid23 is an internal calibration fault at power-on-self-test (post) and is caused by faulty relays switching in the I/o board. Therefore, the root cause for the reported mid:23 error message was a defective I/o board, likely due to the aging of the device. The I/o board was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(6).